Manufacturer narrative:
(B)(4). This complaint is for an air in line, where the home patient stated that the patient line was not fully primed when connected. The assignable cause for the reported condition was determined to be an incomplete prime because an incomplete prime is a known cause of this type of alarm. The disposable set was not returned to baxter and the lot number was not provided, so no batch review could be performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. It provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain on the homechoice (hc). The home patient (hp) was connected at the time of the event. The caregiver (cg) stated the clamp was closed on the patient line during prime. The cg stated they had connected the patient to the patient line and then observed the air. The technical service representative (tsr) advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.